Event description:
It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient expired. Vascular access was obtained via the right femoral artery. The de novo, 99% stenosed target lesion was located in the severely calcified ostium of the left circumflex artery (lcx). A 6fr ebu 3.5 guide catheter was positioned in the left main artery. A non bsc guide wire crossed the lesion and pre-dilation was performed with unspecified 1.5x10mm and 2.0x10mm balloons at 8atms/15sec. Angiography revealed the lesion had opened up. The 2.75x10mm flextome cutting balloon was then advanced but was unable to cross the lesion due to the severe calcification. Dilation was performed again with an unspecified 2.5x10mm balloon at 8atms/10sec. Decreased flow in the lcx was observed. The patient was noted to be hypotensive and medicinal intervention was administered. The physician attempted to cross with the flextome cutting balloon again. The patient's blood pressure decreased further. Control angiography revealed no flow in the lcx. The physician attempted to cross the lesion with an unspecified stent, but was not successful. The patient experienced cardiac arrest. CPR was performed for 30 minutes, emergency intubation completed and ambu bag ventilation was started. The patient was transferred to iccu with ventilation support and "after due course" ultimately expired.

Event description:
It was further reported that the cutting balloon was 'bulky'. The stent which was not able to cross in the lcx was an unspecified bare metal stent. At that time, flow in the left anterior descending artery decreased further and the patient crashed. The cause of death was noted to be 'failed pci'.

Event description:
It was further reported that flow decreased and then stopped due to thrombosis. It was previously reported that the cutting balloon was 'bulky'; it was further clarified that "bulky" was referring to the deliverability of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).